Event description:
The phillips monitoring cables that connect the pt's telemetry leads to the phillips monitors were failing. When we called to report the problem we had in 8 out of 10 of the cables we had in stock, the phillips company rep was aware of it and brought 10 replacement cables the next day. The field engineer said the problem was in the cables, not with the monitors, which had also been our experience.